Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected, functionally tested, and an alarm log was downloaded. The reported condition of does not function was confirmed as an f-94 alarm. The cause of the alarm was a damaged main battery. To resolve the issue the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.